Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a uteteral stent placement, the suture stuck in the catheter. While placing a uteteral stent, the stent was placed successfully and the pigtail was formed correctly but when the circular suture was cut to remove the suture it could not be removed. The suture remained inside of the catheter, with a portion of the suture exiting the patients puncture wound in his back. Then approximately 2 weeks later, the patient was scheduled for surgery for a stone extraction. A decision was made to replace the catheter at this time because of the possibility of infection due to the string making contact with the exit hole in the patient's back. No patient complications were reported.